Event description:
On (B) (6) 2009, the pt's mother reported that the pt swims frequently and must sometimes change her infusion site 3 times per day due to the adhesive not sticking to her skin. The pt is very sensitive to adhesive. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.